Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify e70 alarm in the alarm history due to motor error alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error. Customer's blood glucose was 296 mg/dl. Troubleshooting was performed. Customer stated the device might have alarmed motor position encoder error. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.